Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01730. It was reported the patient's leads had migrated. Surgical intervention took place wherein the lead was explanted and replaced. Therapy was restored.